Manufacturer narrative:
Evaluation summary: quality assurance revealed that the product was returned with a crack in the proximal adapter. When pressurized it was noted that leaking occurred. Quality engineering was unable to determine a root cause for this product issue. Due to the damaged condition of the proximal adapter, analysis for inflation was not possible. It was also noted that there was no blood in the catheter, which is inconsistent with the reported info of the catheter being used in a vessel. Rx lifestream catheters undergo leak testing, visual inspection, audits, and finished goods testing which would have identified a leak. In addition, damage during shipping would have been detected during catheter prep. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that during a ptca procedure on a proximal lad, the balloon catheter did not deflate as expected. After repeated negative pressure with a 50cc syringe, the catheter was removed partially inflated. Reportedly there was no pt injury.